Event description:
Used product in combination with a rubber catheter during a surgical procedure to prevent injury. Catheter slipped causing a burn inside patients mouth. After inspection, the tip of the conmed handheld piece was noted to have a small melted area at the base. All new items were used to continue procedure. Dates of use: #1 (B)(6) 2015. #2 (B)(6) 2015.